Event description:
Staff reported that clips from the endoscopic rotating multiple clip applier (5mm) were not firing appropriately. There was a problem with the clip applier not firing at all and when it did, the clips did not completely close but instead was in the shape of a light bulb.